Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-010891 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although there were no device-related issues report, the IFU lists all adverse events that are associated with the use of heartmate 3 lvas. No device-related issues were reported in association with the event. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was bridge to transplant, and the transplant occurred as a part of planned routine care. No issues with the device occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge-to-transplant and underwent a heart transplant. Whether the transplant was device or therapy related was not provided.